Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, loose plastic piece in end of huber needle. No effect - did not reach patient/person -- detected before use or does not touch patient before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose plastic piece is confirmed and was determined to be supplier-related. The product returned for evaluation was one 19g x 0.75in. Safestep infusion set w/ y-site. A gross visual inspection of the returned unit found that a white piece of material was present inside the proximal luer hub. No use residue was observed throughout the unit. Microscopic inspection of the device found that damage to the outer diameter of the stem of the dust cap was present. The damage to the cap appeared to approximately match the size and shape of the white material found inside the luer hub. The shape, location, and extent of the damage observed on the returned sample suggests that the dust cap may have been damaged during the assembly process of the dust cap at the manufacturing site. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.